Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed, during which it was noted that the connecting tube between pump and reservoir was kinked, resulting in a hole and fluid loss. All components were removed and replaced, and no patient complications were reported.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as estimate.

Manufacturer narrative:
The exact event date was not available, therefore the date 02/01/2025 was used as estimate. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. The first cylinder exhibited wear, two holes in the outer tubing and broken fabric threads in its proximal end, along with wear at fold in its middle and proximal end. The second cylinder presented a hole in the outer tube of its proximal end, along with wear at fold in its middle, proximal and distal end. The pump was microscopically inspected, leak and functionally tested. No leaks were identified; however, the component did not pass activation testing during functional evaluation, and additionally, its kink resistant tubing (krt) were worn to the filament. The reservoir was microscopically inspected, and leak tested, and a leak due to a hole in its shell was identified. Based on the information available and analysis results, the pump not passing the functional examination could have caused or contributed to the reported clinical observation of inflation issues.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented inflation issues. A surgical procedure was performed, during which it was noted that the connecting tube between pump and reservoir was kinked, resulting in a hole and fluid loss. All components were removed and replaced, and no patient complications were reported.